Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that titanium tip was broken during procedure of laparoscopic total hysterectomy. The broken piece was retrieved by forceps and was discarded. Changed another one to complete surgery. No patient consequence reported. No additional information can be provided.